Event description:
Oxford partial knee dislocated and a piece of cement caused a groove in good side of knee. Had a total knee replacement as a result, 2 yrs to the month after partial. FDA safety report ID# (B)(4).